Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had skin irritation or burn sites. Facility maintenance had checked the generator and rem system and the generator was working as it should be. Hospital reported that allergic reaction could not be ruled out.